Manufacturer narrative:
Date of initial report: 2017-05-01 the incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported the lf1737 device would not activate. Another device of the product and lot number was opened, but the same issue persisted. The procedure was converted from laparoscopic to open and a ligasure lf4318 device was used to successfully complete the procedure. No patient injury was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.